Event description:
It was reported that the patient did not like that stimulation was on every 15 seconds and was inquiring if they could have it every 30 seconds. It was noted the patient had stimulation down to 0.8v and if they turned it down more, they would not feel stimulation. The patient did not like the pulsing sequence they were feeling. It was ¿too much pull-release-pull-release.¿ in addition it was felt that the trial was a better pulsation that the implant. Amplitude had been set to ¿2¿ and when they came out of anesthesia, the amplitude was ¿way too strong.¿ the patient had to decrease stimulation because their toes were turning up. It was noted that the patient¿s current setting was ¿wearing them out.¿ one of the patient¿s programs reportedly affected their heart. Program 4 made it feel like their heart was ¿off.¿ it felt like their heart was ¿overstimulated¿ and the patient felt out of breath. In addition, it was noted that the patient sat on a metal chair and the ¿metal conducted¿ from their crotch to down in their legs. The patient felt stimulation increase and never felt that stimulation while sitting on any other chair. They were ¿buzzing¿ right around their legs and hi ps. It was further indicated the patient experienced multiple issues with stimulation since being implanted with the device. The ¿electricity entering the body from the stimulator¿ changed the patient¿s entire body. The patient practiced ¿dows¿ with copper rods, water, and their hands (homeopathic healing). Since having the stimulator the patient had ¿no power¿ in their hands. It was stated it took the patient¿s ¿body frequency¿ to a ¿whole different level¿ and they indicated that their brain ¿felt off.¿ the left side of the brain felt big and the right side, small. It was also noted the patient ¿had a right neck injury ¿ implant was on the right side.¿ the patient placed a copper wire on their neck and the patient could feel stimulation in the right side of their neck. It was stated they had it on for 12 hours and they could feel benefit from that. Stimulation was reportedly ¿irritating¿ the patient¿s mind. It agitated their post-traumatic stress disorder and brought up ¿bad cell memory.¿ since implant, it was also noted that the patient could not have an orgasm. The patient had lost ¿all gription.¿ it was indicated the patient had lost all muscle control ¿down there¿ and their ¿insides were falling out the hole that was there.¿ it was unclear if the device caused or contributed to these issues. It was noted that prior to implant the patient would sleep every 2 hours and then go the bathroom. At the time of the call, the patient was sleeping 4-6 hours. During the day, the patient used to go every 30 minutes to 1 hour, but could go a few hours between bathroom visits at the time of the call. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eqg1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. (B)(4).